Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instruments cables were found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the issue was identified during central processing with no patient involvement. There were no signs of thermal damage on the fbf.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have damage to the conductor wire's insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.